Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, the surgeon was able to press the green button and the device did not fire. Another device was used to resolve the issue and complete the procedure. There was no patient injury.